Event description:
Additional information later reported that per the hcp they were not aware of any issues that the patient was having with withdrawal. They did know that the patient was hospitalized but did not have further details like the dates or the reason listed in chart. The indication for the morphine was not specifically called out in the chart but it was thought it was for some pain that the patient was having, suspected to be related to the patient¿s ms.

Event description:
Additional information received on (B)(6) 2017 from a legal firm indicated pump failure had occurred. The patient experienced spasticity and paresthesia. Conflicting explant surgery date of (B)(6) 2015 was provided. No further complications were reported/anticipated.

Event description:
The patient went to the ER (emergency room) on (B)(6) /2015. The patient had withdrawal symptoms of fatigue. The patient was given oral baclofen and dilaudid. The patient was back in the ER on the date of this report and the pump was interrogated. The logs showed multiple low battery resets and the pump was in safe state. They did not ask the patient if she was hearing an alarm. They had not heard the alarm while the patient was in office. The pump was replaced. The patient was doing well following the pump replacement procedure. The device system was delivering gablofen and morphine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).